Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of supraventricular tachycardia (svt) resulting in multiple inappropriate shocks. The device was checked in clinic with no noise observed on the electrogram. The device was reprogrammed to increase the conditional and smart charge zone. This device remains in service. No additional adverse patient effects were reported.